Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. No intervention or adverse patient consequences were reported.